Event description:
Possible infection related to "grafton" bone graft material, and concerns regarding the qc process and regulations as it relates to public health. Pt developed a systemic infection requiring 7 day hospitalization and IV antibiotics after a tooth extraction, and reportedly having received bone grafting material. The summary of this case is as follows (a more detailed account is on file); dentist put grafton bone graft material into the socket immediately following a tooth extraction (#19) without pt's knowledge. Pt was not made aware that he used grafton bone graft material until they received a bill for a "bone graft procedure" 36 days later. It was pt's understanding at the time of the extraction, that he had simply put a packing into the socket to control the bleeding and to prevent the socket from closing. Pt was started on keflex 500mg p.o. Qid (10 day course) and was told to use a "soft brush." Dr did not inform pt that he was using a biologic material to fill the socket, he did not disclose that the material he was putting in pt's mouth came from the bone of a cadaver or living donor. Pt was not given an opportunity to ask questions, to consider alternative options, or to agreee to or refuse to have transplanted human bone material placed in their mouth. Being uninformed, pt assumed that he was merely placing a dental packing material in the socket. The next day, the "packing" came out. It was soft, moist and appeared to be the same consistency as one would expect any packing material sitting in a moist environment. Due to the holiday and weekend, pt could not contact the dentist until 3 days later. In the meantime, pt developed a low-grade fever (100-100.4 po) on and off which concerned them, as pt was taking keflex. When pt contacted dr's office, pt told them they were running a low grade fever, and that the packing came out. Since there was a cancellation, they were able to provide an appointment an hour later. Dr looked into pt's mouth, and removed the stitches that pt presumed were used to hold the packing in. He told pt to return to see if the socket "needed any more debridement." His only other instruction to pt was to rinse mouth with periogard several times a day. When pt expressed concern about their fevers, he dismissed pt because "I did not have a fever in [his] office" (due to the darvocet and motrin pt had taken earlier) and added "you're fine." Pt returned 2 days later for a recheck of the extraction site, now with severe pain, and increased fevers to 102.8 po the night before. Pt told dr that they felt "a lot of pressure" and pain in the socket, and requested an x-ray to see if there was a piece of root remaining, or an abscess. Dr did an x-ray, and showed pt that the socket was "completely empty" with no signs of abscess. Pt expressed confusion as to why pt was having such discomfort, and why pt was having fevers while still taking keflex. He decided to "take a look." Again, there was no evidence on the x-ray of bone graft material, nor did he ever mention it. Dr concluded that "there is probably some food particle stuck in there" and he irrigated the socket explaining how common it was to get food stuck in the lower extraction sites. "Can't be helped due to gravity" he added. "Your'e going to feel a lot better now" dr assured pt. Then, after having pt's mouth open for 15 minutes while working on the extraction site, and rinsing, he had the tech check pt's temperature by mouth. Pt told him they were running higher temperatures, and that they doubted very much that a po temperature taken at that time would be accurate. Never the less, that was the temperature they recorded in pt's record (~92.2 po) after leaving rptr's office, pt went to pharmacy to fill a prescription for the darvocet, and suddenly began to feel worse. The cashier commented on how pale pt was. Bp was 88/60 on their nearby machine. Pt had a pre-syncopal episode (witnessed by the cashier and pharmacist) and had to lie on the floor for 15 minutes with feet elevated before pt was able to walk well enough to walk out. A repeat incident at home convinced pt to go to the ER where it was discoveued that rptr's wbc was 25,000 with evidence of a shift. Pt's hands were cyanotic and pulse ox registered only 86-88% due to being "clamped down" with decreased capillary refill (>5 sec), pt's bp was labile, alternating between high and low. Pt was admitted to the hosp with a systemic infection. Pt had multiple tests to determine the source of the infection, and it was concluded by the infectious disease doctors that the tooth extraction site was the likely cause. None of the doctors were aware that a biological material might be relevant, as pt was unaware that pt was exposed to a biological material. Pt did not become aware that they had a "bone graft" until they received a bill for $700 for it. Pt contacted dr requesting a copy of chart and upset that he was charging them for a procedure that pt had not undergone. Pt wondered if he was trying to defraud insurance co. Dr told pt that the had "indeed performed a bone graft procedure" using "grafton." Pt became locked in a stand off. Dr insisted pt had the grafton in until 6 days after procedure, when he said he "procured it out" because of "all the pain" pt was having. When pt confronted him about the x-ray he had done prior to examining pt, and the plainly "clean sockets", he insisted that the x-ray was taken "after" he had probed around. (Not true-of course he did an x-ray first). Pt contacted their infectious disease dr at the hosp telling them of this new info. He informed pt that it is the dentist's responsibility to inform the cdc of any contamination concerns regarding the grafton material and that bone graft material should not have been put in pt's mouth without the pt's informed consent.